Manufacturer narrative:
Cec adjudicated that the bleed was not related to the study device or procedure and was related to dapt.

Event description:
During index procedure, a resolute integrity drug-eluting stent was implanted in the lad. Approximately 12 months post index procedure patient suffered a melena bleed and dapt was continued. Cec adjudicated the event as a mild bleed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (haemorrhage). Evaluation conclusion: known inherent risk of procedure (haemorrhage). (B)(4).

Manufacturer narrative:
Patient has a history of hyperlipidemia. Index procedure was prompted by unstable angina. During the index procedure, the resolute integrity stent was implanted in both the lad and the 1st diagonal. Previously reported bleed was also related to a rectal tumor.